Event description:
It was reported that patient experienced tape not sticking event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6)Patient Country: PolandName: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6) Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380